Event description:
On (B)(4) 2012, customer reported that the hmx autoloader was leaking. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed diluent and blood under the instrument. Fse noted that the tubing at pinch valve 43 (pv43) was disconnected from the top fitting above the pinch valve. Fse replaced the tubing. Fse cleaned the leak and verified the service activity per established procedures. Results met published performance specifications. No further leaks were reported.

Manufacturer narrative:
(B)(4).